Event description:
It was reported that the patient was experiencing bradycardia during automatic capture testing on the device. During the test there was loss of capture due to oversensing which occurred on the right ventricular (rv) channel of the device. The patient was hospitalized due to the event. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.